Manufacturer narrative:
Concomitant medical product: 5076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited a spike in impedances to high levels, intermittent capture with unstable thresholds, and intermittent oversensing of noise. Multiple high rate non-sustained episodes and an increased sensing integrity counter (sic) were observed, and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.